Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of imaging evaluation w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient was treated for an aneurysm in the right iliac using gore® excluder® iliac branch endoprostheses (ibe). On (B)(6) 2024, it was reported that the patient would have a reintervention to extend the stent graft. Upon review of the CT scans, it was determined that the right internal iliac artery was excluded.

Manufacturer narrative:
Updated b.5. Description of event. Removed all codes in h.6. Investigation findings, and replaced with c19. Removed all codes in h.6. Investigation conclusion, and replaced with d14. H.6. Investigation conclusions code d14: through investigation of this event, it was determined that there is no allegation of deficiency against the device listed in this report.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient was treated for an aneurysm in the right iliac using gore® excluder® iliac branch endoprosthesis (ibe) devices and an 11 mm x 59 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) in the right internal iliac artery. On (B)(6) 2024 upon review of the CT scans, it was determined that the vbx device in the right internal iliac artery was occluded. On (B)(6)2024, the patient had a reintervention. The physician implanted a gore® excluder® aaa endoprosthesis contralateral leg device covering the internal iliac and extending the ibe into external iliac. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis occlusion and occlusion of device or native vessel.